Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and two other meshes were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, vaginal scarring and other. It was also reported that on (B)(6) 2012, the patient underwent partial mesh removal due to pain and recurrence. It was further reported that on (B)(6) 2013, the patient underwent mesh removal due to extrusion and recurrence. It was reported that the patient underwent release of vaginal tape with cystoscopy on (B)(6) 2012 due to urinary retention post mesh implant. No additional information was provided. It was noted via o.r. Report that the patient underwent mesh placement on (B)(6) 2008 .no product code or lot noted. It was noted that on (B)(6) 2012 that the patient underwent release of vaginal tape with cystoscopy due to urinary retention post mesh implant on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.